Event description:
It was reported that a flogard infusion pump presented the f-94 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The cause of the f-94 alarm was determined to be discharged batteries. To correct the condition, the main batteries was recharged. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.